Event description:
It was reported that the unspecified bd¿ infusion set infused a bag of potassium quicker than intended. The following information was provided by the initial reporter: "nurse recognized that antibiotic infused quicker than it should have. Hung a bag of potassium immediately after that and closely watched the drip chamber. She noticed that the potassium infusion looked to be infusing significantly quicker than it should have been. Reviewed and examined pump. Fortunately for the patient, this was a backcheck valve failure... Also the ns was beginning to show a yellowish discoloration which matched the ivpb of antibiotic so I suspect the previous ivpb also went into the primary container rather than the patient."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5105296. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the nurse noticed that the potassium infusion looked to infusing significantly quicker than it should have been. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ infusion set infused a bag of potassium quicker than intended. The following information was provided by the initial reporter: "nurse recognized that antibiotic infused quicker than it should have. Hung a bag of potassium immediately after that and closely watched the drip chamber. She noticed that the potassium infusion looked to be infusing significantly quicker than it should have been. Reviewed and examined pump. Fortunately for the patient, this was a backcheck valve failure... Also the ns was beginning to show a yellowish discoloration which matched the ivpb of antibiotic so I suspect the previous ivpb also went into the primary container rather than the patient."